Manufacturer narrative:
In compliance with our quality management system we have requested the client to send back the electromyograph device for further evaluation. We will submit a final report after completing the investigation upon receipt of the electromyograph device.

Event description:
A nerve conduction study was performed on the pt on (B)(6) 2013 by our client wake sleep and neurology using neuromax electromyograph device. We received a call from doctor's office on (B)(6), informing us that the pt complained to them of numbness and tingling three weeks after the test was performed. The physician also informed us that the same electromyograph device is currently in use and they have now done testing on at least 30 pts, up to this moment she is the only pt who was complained about any type of problems after the testing. They also stated that they are not questioning the proper functioning of the electromyograph device.